Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and inadequate capture. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to blood/tissue in the helix region. The reported event of inadequate capture was not confirmed. Electrical testing was normal. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital with abdominal discomfort. Upon review, the atrial lead exhibited high capture threshold. Diagnostic imaging confirmed that the lead was dislodged. The patient presented for a lead revision. During the procedure, a lead repositioning was attempted unsuccessfully since the lead's helix would not extend. The lead was explanted and replaced. The patient condition was stable.